Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad) with 90% stenosis. An unknown stent was deployed at the proximal lad. Then the physician intended to perform additional deployment of a 2.50x16mm promus element plus stent at the distal end of the initially deployed stent. However, the physician encountered resistance at the proximal of the deployed stent and was unable to pass the promus element plus stent through it. While trying to remove the device, the stent got stuck and detached although no strong force was applied. The stent delivery catheter was removed. The physician failed to retrieve the detached stent by using a snare catheter. Thus a different stent was advanced to the lesion, and was used to deploy the detached stent from the left main artery to the proximal lad by apposing it to the vessel wall. No patient complications were reported and the patient¿s condition was good.